Event description:
It was reported that during a procedure to treat restenosis of a 4.0x24 non-abbott stent in the proximal right coronary artery with moderate tortuosity, moderate calcification and 90% stenosis, a 4.5x8 nc trek rx dilatation catheter was advanced and inflated twice at 5 atmospheres; however, the balloon slipped (watermelon seeded) during both inflations. The 4.5x8 nc trek rx dilatation catheter was withdrawn from the patient anatomy and then was re-inserted and advanced but could not cross the lesion. Reportedly, no resistance was felt during withdrawal. The 4.5x8 nc trek rx dilatation catheter was withdrawn from the patient anatomy and a 4.5x8 non-abbott dilatation catheter was advanced to the target lesion and inflated at 12 atmospheres. The procedure was completed without any issue. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.